Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose and their insulin pump received multiple no delivery alarms. The customer's blood glucose was 581 mg/dl, got a no delivery took a shower took everything off priming set, got it down to 172 blood glucose using the pump , then got it down 96 blood glucose. The customer reports alarm did not occur during manual prime and event was resolved by changing complete set. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.